Event description:
Char occurred at the tip of the ablator catheter. Could not remove catheter through the sheath, had to remove entire system. Procedure terminated early. No known injury to patient. Ref MFR # 2939222-2004-00031.